Event description:
The device was used during an unspecified procedure. The instrument did not cut the tissue. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.